Event description:
It was reported that the insulin pump had buttons unresponsive. Customer stated that the up and down arrows were starting to stick which makes it difficult to program carbs and boluses. Customer's blood glucose was 7 mmol/l. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.